Manufacturer narrative:
Section b6 was updated. Correction: the insulin unit using the ria method was updated from ng/ml to iu/ml. The unit of measurement for the proinsulin result was pmol/l. The initial insulin result of >1000 iu/ml was accompanied by a data flag. The original sample was tested for anti-insulin ab using the ria method and the result was 90.6 (reference interval: 0-7%). Calibration was acceptable. The customer expected the elecsys insulin result to be 2.6-24.9 iu/ml. The customer suspected that the sample had an interfering factor. A general reagent issue can be excluded. The provided quality validation data was within expectations. The investigation is ongoing.

Manufacturer narrative:
The causal factor for the high elecsys insulin result compared to the competitor method and/or clinical expectations could be explained by recognizing insulin bound to the anti-insulin antibody by the elecsys insulin assay. The reduced insulin concentration after peg precipitation was a good hint that auto-insulin ab is present in the sample. The provided high c-peptide result was out of the expected range confirming higher insulin production. Additionally, the auto-insulin ab test result performed by the customer was above the normal range. Product labeling states: samples from patients treated with bovine, porcine or human insulin sometimes contain anti-insulin antibodies which can affect the test results. The investigation did not identify a product problem.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys insulin assay on a cobas e801 immunoassay analyzer when compared to ria method. Initial result: >1000 uiu/ml. On (B)(6) 2024 the sample was tested at various dilution factors. 1:32 dilution resulted in 50.8 uiu/ml. 1:16 dilution resulted in 92.0 uiu/ml. 1:8 dilution resulted in 176 uiu/ml. 1:4 dilution resulted in 321 uiu/ml. 1:2 dilution resulted in 616 uiu/ml. All the dilution results were interpreted as similar to the initial result. The original sample was tested with 20% peg pretreatment and the result was 444 uiu/ml. The original sample was tested for anti-insulin ab using the cia method and the result was >175 iu/ml (reference value: <20.0 iu/ml). The original sample was then tested for insulin using the ria method and the result was 13.09 ng/ml (reference interval: 4-16 ng/ml). The sample was also tested for proinsulin and the result was 24.4. The unit of measurement was not provided. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The maintenance was last performed on 31-mar-2024. Qc was within the ranges on the day of the event. The investigation is ongoing.